Event description:
Patient had a foley catheter inserted during his 8am appointment. He returned to clinic around noon because his catheter had fallen out. He still had the catheter attached to his stat lock. The balloon was noted to be deflated. When filling the balloon, it was noted that fluid was leaking out of the balloon lumen. Per request of management, catheter and packaging was saved for further investigation. Bard, ref 0196l18, 18fr 5cc ribbed balloon council model red latex radiopaque lubricious coated. Lot nggy3109, exp date [redacted date]. Foley sealed in plastic bag along with packaging. Plastic bag in brown paper bag and left on manager's desk. Manufacturer response for 18fr 5cc ribbed balloon council model red latex radiopaque lubricious coated, 18fr 5cc ribbed balloon council model red latex radiopaque lubricious coated (per site reporter). [Redacted date] asked where the product is. [Redacted date] sample picked up. [Redacted date] e-mailed [redacted name] [redacted date] sample mailed to bard on fedex trk# [redacted number].